Event description:
The customer's husband called to report blood glucose levels too high for the glucose meter to detect. The husband stated that the customer had already changed the infusion set and delivered a bolus, but the high blood glucose levels continued. The paramedics were then called and they arrived at the customer's home for assistance. Advised the husband to call back for troubleshooting once the customer's blood glucose levels have stabilized.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.